Manufacturer narrative:
This report is submitted on january 28, 2022.

Event description:
Per the clinic, the patient experienced recurrent infections (treatment unknown). Further information is being sought from the clinic.

Event description:
Per the clinic, the patient was placed under general anesthesia to have skin overgrowth cauterized with silver nitrate on (B)(6) 2022. The patient was treated with oral antibiotics (specific date and duration not reported).